Event description:
Customer reports to have gotten kicked and insulin pump fell and was damaged; as a result, buttons were not responding. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked connector at lcd board. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.